Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they had an infection (no area specified) which resulted in the implantable neurostimulator (ins) being explanted ¿maybe (B)(6) or something like that¿ and replaced with a new neurostimulator.